Event description:
Information from clinical trial database. Unruptured carotid cavernous aneurysm coiling with 10 coils with balloon catheter. Used 10 axium coils: qc-14-40-3d, qc-12-40-3d, qc-12-30-helix, qc-10-30-3d, qc-10-30-helix, qc-6-15-3d, qc-6-20-helix, qc-7-30-helix, qc-4-8-3d, qc-3-6-3d. Complication: vessel dissection on balloon inferior limit. Discharged with no injury noted.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries. Enrollment started in 2008; enrollment ongoing. Target patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.